Manufacturer narrative:
The device associated with this report was not returned. A photograph of the complaint product was provided. Review of the supplied photograph confirmed one of the two sigma hp fbt keel punch impact is missing the 217802104 impactor bolt and 217802102 impactor button sub-components are disassembled and missing. The investigation could not draw any conclusions about the reported breakage without the devices to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The keel punch handle is broken. The button is not working.